Event description:
Manufacturer representative reports a patient developed an infection following device replacement and the entire system was removed. No additional information on patient symptoms or outcome were reported. The patient currently has no implanted product.